Event description:
It was reported that a malfunction occurred on the pump, displaying error code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in the reset process, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.